Manufacturer narrative:
Images received, confirming the event, displayed a disengaged set screw at distal end of construct and rod disengaging from tulip. Model number was confirmed through case sheet provided. A lot number was not provided, so a device history review and product investigation cannot be completed. Product was disposed by hospital. Review of labeling notes: intra-operative warnings if the system/construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. Postoperative warnings the patient should be advised to limit and restrict physical activities, especially lifting and twisting motions and any type of sport participation. The patient should be advised that implants may bend, break or loosen despite restriction in activity. Possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. It is unknown if the patient sustained a fall. The patient's anatomical condition and the effects on the stability of the implant and/or construct may be unknown contributing factors. The root cause of this event cannot be determined. No conclusions can be drawn.

Event description:
On (B)(6), 2018 index surgery consisted of a six level (l1-s1) posterior pedicle fixation and revision osteotomy at l4-5. First post-operative follow-up on (B)(6), 2018, it was observed through radiographs provided the set screw had disengaged bilateral from s1 pedicle screw. The detachment of the set screw allowed the rod to loosen in the tulip. Patient describes loose fixation as painful. Revision surgery was performed (B)(6), 2018 to replace set screw at s1 bilateral. Intra-op, it was discovered the solid screw at s1 was loose and it was replaced with a larger (9.5 x 45mm) screw. Also, it was observed that the set screws at l4 / l5 were loose and were replaced during revision procedure. Patient status is good.

Manufacturer narrative:
Images received, confirming the event, displayed a disengaged set screw at distal end of construct and rod disengaging from tulip. Model number was confirmed through case sheet provided. A lot number was not provided, so a device history review and product investigation cannot be completed. Product was disposed by hospital. Review of labeling notes: intra-operative warnings if the system/construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. Postoperative warnings the patient should be advised to limit and restrict physical activities, especially lifting and twisting motions and any type of sport participation. The patient should be advised that implants may bend, break or loosen despite restriction in activity. Possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. It is unknown if the patient sustained a fall. The patient's anatomical condition and the effects on the stability of the implant and/or construct may be unknown contributing factors. The root cause of this event cannot be determined. No conclusions can be drawn.

Event description:
On (B)(6) 2018 index surgery consisted of a six level (l1-s1) posterior pedicle fixation and revision osteotomy at l4-5. First post-operative follow-up on october 25th, 2018, it was observed through radiographs provided the set screw had disengaged bilateral from s1 pedicle screw. The detachment of the set screw allowed the rod to loosen in the tulip. Patient describes loose fixation as painful. Revision surgery was performed (B)(6) 2018 to replace set screw at s1 bilateral. Intra-op, it was discovered the solid screw at s1 was loose and it was replaced with a larger (9.5 x 45mm) screw. Also, it was observed that the set screws at l4 / l5 were loose and were replaced during revision procedure. Patient status is good.